Event description:
It was reported there was an alarm heard but telemetry had not yet been performed as of (B)(6) 2014. The critical alarm had been sounding since friday ((B)(6) 2014). The patient had been dismissed for missing their refill appointments. It was reported that the manufacture representative had told the patient to go into the emergency room as the critical alarm on the pump started sounding on friday. The patient was given oral baclofen to take four times daily. And was sent home as the patient's primary physician refused to help with the refilling of the pump. It was noted that the ER was not helpful per family/friend. The patient's spasm had gotten really bad and it was very hard for the family/friend to move the patient, it was getting harder by the hour. The oral baclofen was not helping as much as the pump did. The night prior to report the patient was sleeping a lot and confused when they would wake up. It was noted that the pump had never gone empty before. On (B)(6) 2014, the patient called another clinic reporting their alarm was activated. The patient went into the clinic on (B)(6) 2014, a clinic where the patient had never been before. The doctor at the new clinic was going to refill the patient's pump on (B)(6) 2014 and they were going to taper the patient off the oral baclofen and check the expected residual volume (erv) vs the actual residual volume (arv) in a couple of weeks. . Per the event logs the low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir occurred on (B)(6) 2014. The pump was going to be refilled with lioresal. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
Additional information indicated that the patient let his pump run out. The patient was two hours late for his appointment; therefore, the healthcare provider was not able to see him. The appointment has been rescheduled. The patient outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).